Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that loss of power to medstation. The field service engineer (fse) successfully isolated and identified a defective rear central board in auxiliary full-height drawer 1. Both the center drawer board and rear drawer controller board were replaced. The drawer became responsive, and the medstation powered on. Configuration was completed in storage space configuration mode, and final testing was confirmed and verified. The system functioned as intended after the field service engineer repaired the device.